Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that foreign matter was observed on device. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 300cm rotawire¿ was selected for use. Ablation was performed using a 1.75mm burr. The burr was then removed and upon removing the rotawire, a red sticking object was observed in the area 7cm to 8cm from the tip of the wire. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2018-03760. It was further reported a 1.75mm rotalink¿ plus was selected for use along with a 330cm rotawire¿ and wireclip¿ torquer. During the procedure, ablation was performed at a speed of 180,000 rpm. After the second ablation, it was noted through intravenous ultrasound (ivus) that a dissection occurred which was caused by the burr being unintentionally inserted deeply. The burr and rotawire were removed and upon removing the rotowire, a red sticking object was observed in the area 7cm to 8cm from the tip. An unspecified stent was advanced into the dissected area; however, it was unable to pass the lesion. A surgical procedure was done to treat the dissection. No further patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device is broken and only the section containing the distal portion of the device was returned (approximately of 16 cm long). The distal tip is kinked and there is a kink at the proximal end of the returned section where the breakage is. There is a foreign matter on a number of sections of the device. The outer diameter of the distal tip is within specification. The overall length, outer diameter of the middle of the device and outer diameter of the proximal section could not be measured because of the device condition(wire broken). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
Same case as MDR ID#2134265-2018-03760. It was further reported a 1.75mm rotalink plus was selected for use along with a 330cm rotawire and wireclip torquer. During the procedure, ablation was performed at a speed of 180,000 rpm. After the second ablation, it was noted through intravenous ultrasound (ivus) that a dissection occurred which was caused by the burr being unintentionally inserted deeply. The burr and rotawire were removed and upon removing the rotawire, a red sticking object was observed in the area 7cm to 8cm from the tip. An unspecified stent was advanced into the dissected area; however, it was unable to pass the lesion. A surgical procedure was done to treat the dissection. No further patient complications reported and patient's status was stable.